Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve failure. Specific component(s) involved: pump drive unit malfunction. Additional text: xve failure. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline; replacement of pump; other interventions, specify. Other intervention: patient exchanged to hmii- now in hmii dt trial. Implant device type: lvad.